Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2012, inratio2: 6.8, lab: 3.2. Pt draw for lab was done right after meter test. No therapeutic range given.

Manufacturer narrative:
Investigation pending.